Event description:
It was reported that the device would not deliver energy due to a malfunctioning discharge button. This failure was found during testing of the device and no patients were involved.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The device's paddle assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed paddle assembly and determined that the root cause of the reported failure was that the transfer switch was open, which inhibited any energy transfer.